Manufacturer narrative:
Avive has reported all information available at this time. Avive has requested return of the device for investigation. Attempts to contact the customer for more information have been uncuccessful. A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted avive to report the AED is unresponsive to all button presses and actions while the device is indicating it is ready for use (demonstrated by the blinking green status light). The observation was made while inspecting the device, there was no patient involvement reported with the event.